Manufacturer narrative:
Device malfunction confirmed, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the "vns 7.0 software would not boot up" on his handheld programmer. Multiple hard resets were performed on handheld, but software would still not load properly. Product analysis performed on handheld and version 7.0 software verified the malfunction and associated it with a file corruption of the vns70.exe file during the software installation process.